Event description:
Pt had left total hip replacement with a wright medical prosthesis. Pt recently reporting increased pain and difficulty walking. X-rays showed loosened femoral component & cup, "failed total hip." Revision done using a howmedica prosthesis. Pt stabilized.